Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 504mg/dl. The customer treated the highs with the pump. Troubleshoot was conducted. The customer was advised to conduct full set and reservoir change. The customer states they would be contacting their healthcare provider regarding high blood glucose and pump settings.